Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the unit made a loud noise and "cut out"; stopped working during a vitrectomy procedure, in the right eye. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and could not confirm nor replicate both reported events. However, as a preventative measure, the pneumatic module was replaced. Additionally, the company service representative notified the customer about a crack on the nitrogen hose. The system was then tested and met all product specifications. The system was manufactured on august 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pneumatic module was received for evaluation. However, the sample was replaced as a preventative measure during service. Thus, no testing is required per procedure. The system was found to have no problem. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).